Manufacturer narrative:
Following return and completion of laboratory analysis, this report will be further updated.

Event description:
It was reported that during the attempted implant of this right ventricular, helix fixation issues were observed. Additionally, high impedances were exhibited. The lead was removed and not used to complete the procedure. No resulting adverse patient effects were reported and another lead was implanted without complication.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the attempted implant of this right ventricular, helix fixation issues were observed. Additionally, high impedances were exhibited. The lead was removed and returned for analysis. No resulting adverse patient effects were reported and another lead was implanted without complication.